Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to electrode array being outside of the cochlea. The patient was reimplanted with another cochlear device during the same surgery.